Manufacturer narrative:
It was reported that the patient implanted with my3d pelvis case (B)(4) had an alleged infection. The patient received a washout procedure- no devices were explanted during this procedure.the root cause of the patient's alleged infection could not be determined based on available information. The following MDR submissions are a part of this event: 3013450937-2025-00174. 3013450937-2025-00216. 3013450937-2025-00218. 3013450937-2025-00219. 3013450937-2025-00220. 3013450937-2025-00221. 3013450937-2025-00222. 3013450937-2025-00223. 3013450937-2025-00224. 3013450937-2025-00225. 3013450937-2025-00226. 3013450937-2025-00227. 3013450937-2025-00228.

Event description:
(B)(6) 2025: the patient implanted with my3d pelvic reconstruction system case (B)(4) had an alleged infection. The patient received a washout procedure- no devices were explanted during this procedure.